Event description:
The pt reported communication issues between the implant and the external equipment. The surgeon decided to explant the system and replace it with another advanced bionics spinal cord stimulator.